Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
The patient reported that they were experiencing low blood sugars and couldn't get their blood glucose (bg) level over 53 mg/dl. They were wearing the pod for 4 to 24 hours on abdomen. The patient stated that they tried to take liquid glycogen and sugar tablets to try to bring their bg levels up, but they couldn't and felt it best to seek medical attention. They said that once they were at the hospital, their bg level was at 45 mg/dl. They were diagnosed with hypoglycemia and treated with intravenous therapy with sugar water and fluids. Patient was discharged after 2 hours.